Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist logged into mql and found that the medication order was not due yet. The technical support specialist closed the case after informing the customer.

Event description:
It was reported by the customer that a bd pyxis¿ medflex 1000 had an issue where the user was unable to dispense medication. The customer stated that there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.